Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician(s). The sample was reprocessed on an alternate atellica im 1300 analyzer and the result recovered within normal range. Later, an aliquot of the sample was extracted, the sample was respun, and reprocessed on an original instrument and resulted as 26.22 ng/l. The patient was redrawn, and the new sample was processed on an original instrument and resulted as 23 ng/l. The result of 26 ng/l was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. Quality control (qc) was in range on the day of the event. The sample contained visible particulate of matter and red blood cells were suspended in the sample. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed a total service call, inspected manifold, tubing, probes, fittings, and dilutors and found that wash station 3/4 wash collars did not get water. Then, the cse replaced valve 5 and verified water flow to the wash collars. Next, the cse found that the reagent probe 1 was slightly bent. The cse replaced reagent probe, performed system auto check, and ran 20 repetition precision study. Next, the customer ran and verified qc. The cse noticed that the customer does not follow the blood collection tube manufacturer¿s guidance for sample processing. The cse provided the customer with supporting documentation for handling patient samples. Siemens further reviewed the data and determined that the pre-analytical variables or sample specific issues potentially contributed to the falsely elevated tnih result. The instrument is performing according to specifications. No further evaluation of this device is required.